Manufacturer narrative:
It was reported that the hematoma is from the post intra-aortic balloon pump (iabp) removal site, likely from the contralateral side.

Manufacturer narrative:
Updated information: h6 clinical code changed to e2403, h6 impact code changed to f26, and med dev prob code changed to a24. New information has been received indicating that the reported adverse event was associated with the intra-aortic balloon pump and not the subject device. Therefore, this event is no longer considered reportable, and no further reports will be submitted with MFR report number 1220648-2025-47997.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, a hematoma was observed at the groin area. Iit was noted that the patient was well and there were no complications at the access site.

Manufacturer narrative:
The investigation was completed. Hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided.